Event description:
It was reported that the patient had stimulation in the wrong location and thought it needed to be ¿reset.¿ it was noted that for about a week, the stimulation had not been reaching the old pain she had had. It was noted that the pain was not new pain. The reporter noted the patient had not had any falls or trauma. It was noted that one setting had been ¿messed up¿ for at least a few months and the patient needed to get that fixed as well. It was noted that the patient had not had falls or trauma at that time. It was noted that the patient was going to have an appointment on the day of the report. A couple months later, the patient was not able to adjust stimulation. The display ¿call your doctor¿ icon showed with elective replacement indicator (eri). This was noticed when the patient checked her system a few hours ago today. The patient experienced a loss of therapeutic effect which had a gradual onset. At first the patient said that the stimulation did not seem to be working as well for about a month and her legs have been hurting a lot more. The patient would crank it up more so she could feel the stimulation. The patient was last seen by her health care provider (hcp) two months ago and she did mention to her hcp that she did not think the stimulation was helping as much. The hcp did not check or adjust the device and redirected her to make an appointment with a company representative. The patient typically recharges once a week and usually when the ins is half empty. No codes have been noticed while recharging. Still no falls or trauma. Additional information has been requested to find out if any intervention was required and the outcome of the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3550-39, lot# n369628, implanted: 2013 (B)(6); product type accessory product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).